Event description:
It was reported that when devices were used during a laparoscopic lobectomy procedure, the jaw of the device would not open after firing. Opened the device manually to complete the case. There was no consequence to patient.